Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the previous day, the customer experienced a low blood glucose (bg) level; however the exact value was not provided. The customer ate a protein bar and drank soda to address bg level. The customer also reported having woken up with a low bg level on the morning of the call (43 mg/dl). The customer drank a soda to address bg level. The customer stated that the low bg level of that morning was due to not having eaten. A recommendation was made for the customer to consult with the healthcare provider regarding bg levels.